Manufacturer narrative:
The reported field event of intermittent capture and undersensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Upon attempting to implant the right ventricular lead, intermittent loss of capture and ventricular undersensing was seen. It was noted the same with two different leads. The pacemaker was explanted and replaced to resolve the issue. The patient was stable before, during and after the procedure.